Event description:
It was reported that during a thoracic procedure, the gas pressure inside the abdomen was not stable, as if there was a leakage somewhere. It was not constant. Pneumoperitoneum creation was not correct. The surgeon tried to make the needle keep still but nothing changed. The surgeon tried to use another like device, but it was difficult to introduce the needle into the same place as the other needle. The surgeon converted to do a laparotomy procedure to complete the intervention. There was no further patient consequence. No more details are available.

Manufacturer narrative:
Date sent: 03/12/2009. Information anticipated, but unavailable at this time.